Event description:
The customer reported multiple cables were "not connecting or intermittent unreliable connection". No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported multiple cables were "not connecting or intermittent unreliable connection". No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: six sensors were returned and evaluated. Four of the sensors were observed to have a broken/damaged locking spring. When manually manipulated into an "open" position, the lab monitor went into an alarm condition and audibly and visually alarmed and displayed an error message. Two of the sensors failed continuity testing and an open in cable inside the bend relief was found. The lab monitor displayed an error message when the sensors were tested for functionality.